Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that nurse could not get the arctic sun device to run. Nurse stated they changed the device because of an air leak . Nurse was very busy and new arctic gel pads were applied to the patient prior to call. Nurse stated the second device would not fill the reservoir. Mss asked the nurse to ensure pads were connected properly using proper technique and walked them through initiate therapy after alert 03 (water reservoir low) was noted. Nurse stated that after initiating the therapy, flow rate was now good.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "low flow due to over-lamination of foam to film due to temp controller set too high". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog for this artic gel pad is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse could not get the arctic sun device to run. Nurse stated they changed the device because of an air leak . Nurse was very busy and new arctic gel pads were applied to the patient prior to call. Nurse stated the second device would not fill the reservoir. Mss asked the nurse to ensure pads were connected properly using proper technique and walked them through initiate therapy after alert 03 (water reservoir low) was noted. Nurse stated that after initiating the therapy, flow rate was now good.